Event description:
The complainant reported that the clinicians were preparing to perform a stenting procedure on a pt using a percuflex plus ureteral stent. During this preparation foreign matter was found inside the stent packaging. The clinicians then obtained another device and successfully completed the pt procedure, there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. It there is any further relevant info received, a supplemental medwatch report will be filed.